Event description:
It was reported that a healthcare professional "kinked" a nerve on a pt's left leg during her pump placement surgery. Per the reporter, the pt lost the use of her leg and the muscle atrophied. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt's status was undetermined at the time of the report. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported by the hcp (healthcare provider) that the event was not device related but procedure related. Patient experienced foot drop due to nerve root irritation related to insertion of catheter needle. The drug delivered was infumorph 25mg/ml at a daily dose of 3.5 mg. Patient was not hospitalized for the event and the outcome was stated as serious injury/illness recovered with sequelae. A device/catheter tip placement date was noted as (B)(6) 2011.

Manufacturer narrative:
(B)(4).